Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for a pacing impedance measurement greater than 3000 ohms for this right ventricular (rv) lead. The out-of-range measurement triggered the lead safety switch (lss) and a change in programming to unipolar pacing polarity. A boston scientific technical services consultant reviewed the alert transmission. The presenting electrogram (egm) showed loss of rv capture with the patient in sinus rhythm with 2:1 type ii heart block. The physician was notified and instructed the patient to present to the hospital if symptoms occur. The patient presented to the emergency room for system evaluation and interrogation confirmed no capture, high thresholds and pacing impedance greater than 3000 ohms. The rv output was reprogrammed to 7.5v @ 2.0ms and consistent capture was observed. Additionally, the lead polarity was programmed to unipolar pacing and bipolar sensing. An x-ray was performed, and it appeared that the lead slack had been pulled back. A revision procedure was performed, and the rv lead was repositioned and admitted to the hospital for overnight monitoring. Post operative x-ray confirmed stable lead position and consistent capture was confirmed. The patient was discharged, and no additional adverse patient effects were reported.